Event description:
It was reported to philips that the system gave a remote alert indicating the host computer was not able to communicate with the flexvision computer, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed the issue. During troubleshooting, the fse found a delay in the startup of the flex vision pc. Review of the log files confirmed that the host pc was unable to communicate with flex vision pc within 105 seconds due to malfunction of flexvision pc. To resolve the issue, the fse replaced the flexvision pc and reinstalled the software. The system was returned to service in good working order. The codes were updated based on the investigation outcome.